Event description:
At (B)(6) had tpn infusing in PICC line at 2.1 cc/hr (correct per physician order) and lipids. At 0858 rn obtained poc bedside glucose, result > 600 mg/dl. Inspection of IV pump showed tpn rate setting of 16.5 cc/hr, lipids rate and volume setting correct. Stat serum blood glucose = 510 mg/dl. IV pump has been sequestered and requesting for bio-medical department for equipment check and collection of history data. There is no `hard limit' guard on tpn IV solution as there is for other medication administrations.